Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on feb. 7, 2023, the patient underwent the orif surgery for the distal femoral fracture with rfna. The surgery was completed successfully without any surgical delay. After the surgery, a distal oblique screw in question loosened on apr. 11, 2023. The screw will be replaced on apr. 18, 2023. The patient has had a distal femoral diaphyseal resection due to an infection case and will also undergo bone grafting at the ria. No further information is available. This report is for one (1) unk - nail head elements: screw this is report 2 of 2 for complaint pc-001333581.

Manufacturer narrative:
Product complaint #(B)(4). H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. D1, d2, d3, d4, g4-510k: this report is for an unk - nail head elements: screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.